Event description:
It was reported by the rep that the (1) cdh 29 was used during a lower anterior resection procedure (proctoplasty). It was reported by the rep that the device partially fired and had poor staple formation. There was a hole in the anastomosis from the nine o'clock to the twelve o'clock positions on the bowel (anterior being twelve o'clock). The pt had to have a re-operation.